Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported cleaning tube not connecting to the tank/missing connector issue could not definitively be determined, however, the issue was likely the result the connector becoming loose/coming off the cleaning tank, making it impossible to connect the cleaning tube. The cause of the connector becoming loose may be due to the stress of loosening the connector/accumulated stress. The event can be detected by following the instructions for use which states: chapter 3.inspection before use 3.3 inspecting the connectors check the following for each connector. -the connector should be fixed firmly. -the o-rings should be free of abnormalities such as cracks, tears, or dents. Do not use the equipment if any connector seems to be damaged or defective. Using the equipment when an irregularity has been detected may interfere with reprocessing. Furthermore, fluid leakage may damage peripheral devices or facilities near the equipment. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. Per the field service engineer (fse), the equipment was repaired and verified according to OEM instructions. Replaced yellow connector and tested successfully. Equipment passed the electrical safety test. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the yellow connector of the endoscope reprocessor was missing. The issue was found during reprocessing. There were no reports of patient harm.